Manufacturer narrative:
The calibration trace showed several failed calibrations and signal differences starting from 14-jul-2023. Qc results were within assigned ranges on the day of the event. The pre-analytical checklist showed a too short clotting time of only 10 minutes and the number of inversions seemed to be short. The alarm trace from 14-jul did not show any messages hinting to the root cause of the questionable results. Based on the available information, the root cause of the event might be due to pre-analytical issues. The investigation determined that a general reagent problem can be excluded.

Manufacturer narrative:
The cobas 6000 e601 module (cobas a) serial number was (B)(6). The cobas 6000 e601 module (cobas b) serial number was (B)(6). The pre-analytics data showed that the clotting time was potentially too short. The alarm traces from cobas b contained several pipetting error messages (abnormal sample aspiration and abnormal probe sucking). The calibration trace of cobas b showed calibration failures on (B)(6) 2023. Investigation is ongoing.

Event description:
We received an allegation about discrepants results for 2 patients' samples tested with elecsys troponin hs (tnths) stat assay on a cobas 6000 e601 immunoassay analyzer (cobas a) when compared to a different cobas 6000 e601 immunoassay analyzer (cobas b). Patient 1: on (B)(6) 2023 at 7:00 p.m: initial result: 214 ng/l (cobas a). On (B)(6) 2023 at 7:30 a.m: 1st rerun result: 15.2 ng/l (cobas b). At 12:00 p.m: 2nd rerun. Result: 1558 ng/l (cobas a). The result of 1558 ng/l was believed to be correct. On (B)(6) 2023 at 11:15 a.m, a new sample was withdrawn and tested twice: initial result: 1156 ng/l. Repeat result: 1133 ng/l (cobas a). On (B)(6) 2023, a new sample was withdrawn and tested. Initial result: 543 ng/l (cobas a). Patient 2: (B)(6) 2023, initial result: 15 ng/l (cobas b). 1st rerun result: 15 ng/l (cobas b). 2nd rerun result: 216 ng/l (cobas a). 3rd rerun result: 227.3 ng/l (cobas b). 4th rerun result: 227ng/l (cobas b). A new sample was withdrawn and tested. Initial result of 239 ng/l (cobas b). The higher results for patient 2 were believed to be correct.